Event description:
It was reported that the catheter broke and was removed by surgery. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use for drainage within the liver. During the procedure, it was noted that the catheter broke down and was then removed by performing additional surgery. It was also reported that the patient was suspected of infection. No further complications reported and patient is still in the hospital. It was further reported that the 8.3/25 expel drainage catheter was implanted in september and was left dwelling in the patient about one month.

Event description:
It was reported that the catheter broke and was removed by surgery. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use for drainage within the liver. During the procedure, it was noted that the catheter broke down and was then removed by performing additional surgery. It was also reported that the patient was suspected of infection. No further complications reported and patient is still in the hospital.